Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a suspected unspecified device failure. The patient with this cardiac resynchronization therapy defibrillator (crt-d) showed atrial sensed ventricular paced rhythm with occasional atrioventricular dual paced complexes. However, the cause was unknown. There was no additional information provided. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was oversensing on the right atrial (ra) channel of right ventricular (rv) signals. No actions were performed. No adverse patient effects were reported. The device remains in service.